Event description:
A clinical trial coordinator of an unsponsored study (a single-center placcbo-controlled study of hyalgan injection for osteoarthritis of the ankle joint) reported that a pt, entered into the above study, developed chest pain and dizziness 2 days after a hyalgan injection on their ankle joint. Hyalgan injection was administered for osteoarthritis on an unspecified date. Pt was hospitalized for chest pain. Event onset date was not reported. Myocardial infarction was reported to have been ruled out; investigations or relevant tests were not reported. Investigator's causality assessment and the expectedness of the events according to the study center's approved protocol were unknown to the reporter at the time of report. The sponsor-investigator planned to do an emergency unblinding. Add'l info had been requested and will be provided as soon as available.